Event description:
The customer contacted baxter's technical service center to report electric shock on the home choice (hc) machine during use, patient not connected. The home patient (hp) stated he felt a shock when turning on the hc. The hp then continued with the setup procedure and started initial drain without being connected to the patient line. The hc alarmed system error 2240 and the hp cycled power. The hc alarmed system error 2367. The baxter technical service representative (tsr) would swap hc due to an electrical shock. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was determined to meet functional and electrical performance specification requirements per rite testing. The device passed both the rite electrical test and the rite functional test. The device is no longer in its original manufacture condition and additional manufacture record review is not required. Review of the device service history revealed no issues that could have caused or contributed to the reported difficulty of electric shock. All electrical grounds were checked and found to be secure and correct. The power cord was evaluated and no issues were found. The reported issue was not confirmed. The assignable cause was undetermined.